Event description:
During on-site service testing, a depleted battery alarm sounded. According to the hospital rep there was no pt injury or medical intervention reported. No additional contacts or info was provided.